Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon went to use the first 5mm ligamax and the clips got caught and could clearly be seen to be coming out the slide of the jaws. The second ligamax was opened and the device would not work, there are no clips currently in the device; they had been informed that it wouldn`t work since there were no clips coming out when fired from the beginning. They had to open a 10mm clip applier instead. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Feeder shoe. Batch # f9hc7d. Mfg date: 8/26/2009. Exp date: 7/26/2014. Broken advancer the analysis results found that device (a) was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality to evaluate any feeding issues. Upon activation of the trigger no clips were fed into the jaws. In order to evaluate the device's internal components the device was disassembled; upon disassembling the feeder shoe tab was found to be bent and the feed bar was noted worn out thus, preventing the proper feeding of the clips into the jaws. No conclusion could be reached as to what may have caused the found condition of the feeder shoe and feed bar. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The analysis results found that device (b) was returned with the tip of the advancer broken thus, preventing the proper advancing of the clips into the jaws. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. In addition, one jaw ramp was found to be disengaged from the cam. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar; however, this finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.